Event description:
Pivot-extension assembly of overhead light broke and fell to floor. The pt had been discharged 2 hrs earlier, but if pt isolette had been underneath, the pt would have been killed. Metal connector piece broke in two, causing fall.